Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the heparin infusion was ordered to restart at a rate of 13 units/kg/hour. The previous ordered rate was 11 units/kg/hour. When the clinician pressed restart, the heparin infusion was inadvertently set tp infusion at 11ml/hour, which was 9.8 units/kg/hour instead of the ordered 11 units/kg/hr. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative root cause: the root cause for the reported issue of a programming error - heparin was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis.

Event description:
It was reported that the heparin infusion was ordered to restart at a rate of 13 units/kg/hour. The previous ordered rate was 11 units/kg/hour. When the clinician pressed restart, the heparin infusion was inadvertently set tp infusion at 11ml/hour, which was 9.8 units/kg/hour instead of the ordered 11 units/kg/hr. There was patient involvement but no harm.